Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e07 code) associated to stirring mechanism blocked or too slow. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, stirrer motor and distribution board and venting valves were replaced. Also venting valves have been replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.